Event description:
Patient was revised to address a clicking noise when externally rotating the hip. The surgeon lengthened the head and the noise appeared to go away. (B)(6) 2012 - litigation papers received. Added the metal liner due to mention of metal-on-metal issues. There is not new additional information that would affect the investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.